Manufacturer narrative:
Analysis: the delivery catheter system (dcs) was returned and received with the handle intact and the capsule fully opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device end cap/screw gear snap fit was connected. A kink was observed along the midsection of the inner member and along the proximal end near the paddle pockets. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. The capsule buckled at the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. There was damage and a break observed in the capsule nitinol reinforcing frame along the distal end of the capsule. Damage was also observed on the threading of the screw gear. The reported positioning difficulties could not be confirmed in analysis. The kink and buckle were confirmed in the analysis. Updated data: d9, h3, h6: method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was reported that the patient presented with tortuous anatomy. This indicates that the probable cause of the positioning difficulties was patient anatomy, but this cannot be confirmed with the limited information available and a relationship to the delivery catheter system (dcs) could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The subject dcs was returned to medtronic for analysis. A kink was observed along the mid - section of the inner member and along the proximal end, near the paddle pockets. Inner member shaft damage has historically been observed when a device is returned for analysis with the capsule open and no stylet in place to support the shaft. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A capsule buckle was observed at the proximal end of the capsule. There was damage observed on the threading of the screw gear. This damage indicates increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The force in the dcs is cumulative and many sources may contribute to the excess tension including load quality, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The reported event for kink and buckle could be confirmed in the analysis. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the challenging anatomy present may have caused or contributed to the capsule damage but this cannot be conclusively confirmed with the evidence available. The capsule buckle resulted in the valve being unable to be completely recaptured. Historically, high forces in the system may result in unable to recapture the valve. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured for repositioning. During the recapture, the delivery catheter system (dcs) buckled on itself and kinked. The anatomy was tortuous and the aortic arch and annulus were calcified. It was also noted that a non-medtronic guidewire was used and forward pressure was applied on the system. The valve was mostly recaptured, and the system was safely removed. It was reported that there was no misload and no difficulty inserting the dcs into the patient. A new system was used for successful implant. No adverse patient effects were reported.